Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, damage to bone/tissue, lack of mobility, loss of range of motion and dysfunction. Legal counsel alleges that adverse reaction to metal device, fluid and metal staining were noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure was performed due to adverse reaction to metal device and pain. Revision operative report noted the presence of clear fluid and metal staining. The revision operative report confirmed that the modular head and taper insert were removed and replaced with an active articulation liner and head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Please note, this information was errantly reported on previous medwatch numbers 1825034-2013-00690/00692 and 1825034-2014-03646. Biomet received information on two patients with the same name, which resulted in additional reports. The previously mentioned report numbers have been corrected.